Event description:
(B)(6) alleges that the first finger of her right hand was burned while using the equipment. (B)(6) reported that she placed the probe on the pointer finger of her right hand before going to bed on the night of (B)(6) 2009. She stated she felt that it was "hot" for about 25-30 seconds, and then the sensation went away. She further reported she woke up 3 hours later and took off the probe and noted a blister on her finger. The next morning, she stated she felt a burning sensation at the site and ran cold water over the site and applied ice to her finger. She reports having the blister for approx 2-3 days and then the blister popped. No medical intervention.

Manufacturer narrative:
Per the instructions for use, the 8000aa adult articulated finger clip sensor is designed for spot checking or data collection of adult or adolescent pts, where little sensor motion is expected. Instructions for use cautions operator to inspect the sensor application site at least every 6 to 8 hours to ensure correct sensor alignment and skin integrity. Pt sensitivity to sensors may vary due to medical status on skin condition.